Event description:
It was reported the device delivered inappropriate therapies due to oversensing of noise requiring the patient to go to the emergency room. At that time, the device's therapies were programmed off. The device was ultimately explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. Grommet damage was observed during analysis. Further analysis of the device was performed and the device was found to exhibit symptoms associated with an oversensing condition. High lead impedances in both pacing chambers, as well as low and unstable pulse amplitudes were observed. This condition was caused by excessive dc leakage in a tantalum capacitor. It was reported the device delivered inappropriate therapies due to oversensing of noise requiring the patient to go to the emergency room. At that time, the device's therapies were programmed off. The device was ultimately explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination capacitor component/subassembly failure device was out of specification in a manner that relates to event interference oversensing shock, inappropriate.